Event description:
This patient had an aortic valve replacement on (B)(6) 2014. After this procedure, high thresholds and capture issues in the atrial channel were noted. These persisted for several days and a chest x-ray showed that the lead was not dislodged. On (B)(6) 2014, the physician opened the pocket to test the ra lead, which had high thresholds through the analyzer as well. The physician capped this lead and replaced it with a competitive lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.